Event description:
The customer reported the isa does "not function properly" as the "capnography waveform is dampened or a flat line with an inaccurate etco2 number." Per additional information form the customer, the etco2 readings were "lower than expected" as the obtained values "typically ranged from 5-15" when the expected value was "30-45" for the healthy patient.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. When the device is received for evaluation or if new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the isa does "not function properly" as the "capnography waveform is dampened or a flat line with an inaccurate etco2 number." Per additional information form the customer, the etco2 readings were "lower than expected" as the obtained values "typically ranged from 5-15" when the expected value was "30-45" for the healthy patient.

Manufacturer narrative:
Other text: the returned device was evaluated. The device passed all visual inspection but failed functional testing. Measurements were sometimes not obtainable, and the etco2 waveform changed slowly with co2 sampling. Despite no internal physical defect or damages observed, a known good pump was temporarily installed, and the failure was not present. The device was found to have a low pump flow, causing the acquired waveform to change slowly with co2 sampling. Health effect impact code: no adverse event; no patient impact.